Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states ¿the unit has blank display.¿ the unit was triaged and the customer¿s reported condition was confirmed. The device was found to have a damaged lcd. The display is completely illegible due to the physical damage. The damage is approximately 2 inches by 2 inches at the center of the lcd. There is a dark spot as well as fractures in this area. A review of the device history record shows that this unit was manufactured in 2014 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit has blank display. There was no patient involved.